Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump programmed 13 units of insulin without user input; the customer noticed two boluses that they did not manually program. The insulin pump calculated their blood glucose at 599.4 mg/dl. However, the patient's blood glucose at the time of incident was 43.8 mg/dl. The patient's blood glucose at the time of call was 126 mg/dl. During troubleshooting, there were no anomalies identified regarding the set, site, reservoir, or insulin pump. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test or verify possible over delivery anomaly due to missing segments or partial display.